Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5866-24m adaptor, implanted (B)(6) 2013, 6707-15 adaptor, implanted (B)(6) 2013; 6707-15 adaptor, implanted (B)(6) 2013; 5076-52 lead, implanted (B)(6) 2015; d284vrc ICD, implanted (B)(6) 2013; 6935m62 lead, implanted (B)(6) 2015; 429888 lead, implanted (B)(6) 2015; 0040 boston scientific lead, implanted unknown; 0074 boston scientific lead, implanted unknown. (B)(4).

Event description:
It was reported that the patient had an episode of ventricular tachycardia (vt) and detection by the implantable cardioverter defibrillator (ICD)'s initially withheld inappropriately due to the stability criteria. The device eventually treated the vt. The device was reprogrammed to turn the stability criteria feature off and remains in use. No patient complications have been reported as a result of this event.